Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar, ulcer and intestinal obstruction are known complications of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that there was bezoar at the tip of j tube, food had coagulated around the tubing. The end of the tubing was rubbing against the duodenum causing a bleeding ulcer. It was partially blocking the small intestine. Patient was kept overnight for observation. On (B)(6) 2019, the tubing was removed due to blockage in the small intestine. Duodopa therapy was stopped.